Event description:
Approximately (B)(6) 2016 a patient received a perceval pvs23 implant. The manufacturer received a notification that the device was explanted on (B)(6) 2018 due to severe calcification and stenosis. No further information received.

Manufacturer narrative:
The manufacturer received additional information on nov 20, 2018. The following event description has been updated in event: on (B)(6) 2016 a patient received a perceval pvs23 implant via mini-sternotomy. After surgery, permanent pm implantation because of total avb. The patient had dyspnea at rest and consequential cardiological follow-up on (B)(6) 2018 and malfunction of the aortic valve prosthesis. Persistence of pulmonary congestion despite pharmacological treatment. The manufacturer received a notification that the device was explanted on (B)(6) 2018 due to severe calcification and stenosis. Surgeons successfully explanted the perceval valve and implanted a new biological valve, a crown prt 21. The patient is fine. The patient has a clinical history of acute pulmonary edema, permanent atrial fibrillation, anamnesis: hiatal hernia, recurrent bronchitis, type 2 diabetes mellitus, ischemic stroke on (B)(6) 2018, systemic arterial hypertension, and previous thyroidectomy for goiter. It is possible that the patient¿s clinical history and risk factors may have contributed to the severe calcifications and stenosis observed in this perceval s valve. The patients thyroidectomy may have contributed to an altered calcium metabolism which could have been a contributing factor in the reported valve calcification. The root cause of this structural valve deterioration, stenosis, is attributable to calcification which is a known inherent risk of procedure

Event description:
On (B)(6) 2016 a patient received a perceval pvs23 implant via mini-sternotomy. After surgery, permanent pm implantation because of total avb. The patient had dyspnea at rest and consequential cardiological follow-up on (B)(6) 2018 and malfunction of the aortic valve prosthesis. Persistence of pulmonary congestion despite pharmacological treatment. The manufacturer received a notification that the device was explanted on (B)(6) 2018 due to severe calcification and stenosis. Surgeons successfully explanted the perceval valve and implanted a new biological valve, a crown prt 21. The patient is fine. The patient has a clinical history of acute pulmonary edema, permanent atrial fibrillation, anamnesis: hiatal hernia, recurrent bronchitis, type 2 diabetes mellitus, ischemic stroke on (B)(6) 2018, systemic arterial hypertension, and previous thyroidectomy for goiter.

Manufacturer narrative:
The manufacturer received the device and performed a gross investigation. The returned prosthesis valve presents traces of pannus both on the inflow side and also on the metallic stent. The leaflets were rigid and with evident signs of calcification; the valve was found to be in general slightly deformed. A visual inspection was performed on the returned device. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The tops of all posts were covered by fibrous pannus that grew on the free edges of leaflets contributes to stenosis. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars were visible where intrinsic calcifications became extrinsic. Fibrous pannus depositions were visible on the crown, on all sinusoidal struts near the adherent margins, on the metal components of all struts, along all outflow adherent margins and along the inflow adherent margins of two leaflets. X-rays of the subject valve showed massive intrinsic calcification in all leaflets. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed the presence of intrinsic and-or vegetating calcifications. The pericardium of leaflet c was thicker than normal due to calcifications. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were locally disrupted, homogenated and-or defibrated. Fibrous pannus depositions were visible on the mesothelial surface of leaflet c. Pericardial folds were detected on leaflets b and c. In leaflet b, gram stain showed some gram + bacteria. As reported in various scientific literature, cuspal calcification is a principal underlying pathologic process causing stenosis due to cuspal stiffening which leads to bioprosthetic heart valve failure. Calcification deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the severe calcifications and stenosis observed in this perceval s valve. However, because the full clinical history and risk factors of the patient is unknown this cannot be confirmed. The root cause of this event is attributable to calcification which is a known inherent risk of procedure. Fields changed.